Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The patient's blood glucose at the time of incident was 92 mg/dl. The customer's insulin pump had a blank display. She changed the battery and the insulin pump alarmed unexpected restart error. In the middle of the night the insulin pump made noise and began working again. The customer also had to change the battery four times throughout the error events. At one point the customer was unable to remove the device's battery cap. The most recent error was a program alarm anomaly. After clearing the alarm the display went blank. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents and passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No damage was found on the lcd isolation tape during visual inspection. No watchdog timeout, unexpected restart, unexpected audio alarms, frozen display, black display, or pump resetting occurred during testing. The pump was programmed with the current time and date and monitored for three days. The time has not drifted and is accurate and no unexpected battery out limit alarms were noted. The time and date functioned properly. The pump was received with a broken battery cap, cracked battery tube threads, and minor scratches on the lcd window.